Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button did not work to activate the pump display. Additionally, the touchscreen was unresponsive and the customer was unable to charge the pump using the usb cable. The customer's blood glucose (bg) level was 288 mg/dl. Reportedly, the customer was able to charge the pump by using an alternate usb cable. The customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen and wake button issues were verified; however, the usb cable issue could not be verified as it was not returned.